Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 1ml without blister and 1 picture. On visual inspection of the sample and picture received, it can be observed a brown particle inside the syringe. DHR cannot be reviewed since the lot number is unknown. Particle inside the syringe is extracted and on inspection at 10x it can be observed it is polypropylene fibers and dirt. Polypropylene particle come from molding and transport processes. Equipment of manufacturing line is regularly cleaned according to procedure. Final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub processes according to procedures. The incident is reported to area manager defect: foreign matter ¿ pp particles and dirt inside the syringe once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub processes according to procedures sub-process visual inspection functional inspection molding 2 injection per shift n/a printing 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet, once in pallet of the middle of the lot and once in the last pallet assembly 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet, once in pallet of the middle of the lot and once in the last pallet primary packaging 24 advance step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet, once in pallet of the middle of the lot and once in the last pallet secondary packaging 1 shelf package per pallet n/a the incident is reported to area manager root cause description: particle inside the syringe is extracted and on inspection at 10x it can be observed it is polypropylene fibers and dirt. Polypropylene particle come from molding and transport processes. Rationale: based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure ps-001.

Event description:
It was reported before use the unspecified bd plastipak¿ syringe had debris inside the syringe. No serious injury or medical intervention noted.